Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that they were hospitalized for high blood glucose levels, diabetic ketoacidosis (dka), and an infection. Customer's blood glucose levels at the time of 911 call was 600+ mg/dl. Customer reported significant events leading to the 911 included dehydrated. Customer was treated with an insulin drip and antibiotics. Customer was not wearing the pump at the time of 911 call. However, the hospital removed the pump upon admittance. Product is not being returned or replaced.